Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters on the patient's back. The field services representative stated it appeared the vibration box had been rubbing against the patient's back. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested a lotion be applied to the irritated areas. The patient has no known allergies. Follow up indicated the irritation improved.